Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was observed that the device failed the cutter engagement assessment and the nose tube was flared out. During repair it was observed that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings. The assignable root cause of the worn out bearings was due to normal wear over time. It was further determined that the condition with the flared out nose tube was due to excessive side loading causing the cutter to flex and to come in contact with the tip of the nose tube. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the angle attachment device was not working properly. It was unknown if there was a delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.